Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer used fiasp insulin. Tandem technical support (cts) educated customer on off labeling insulin. Customer changed the infusion set multiple times to address the occlusion prior to calling cts.